Event description:
Arjohuntleigh received a complaint where it was indicated that stitching inside of the red loop were loose - "open seam". Good quality photographs of the sling were received and it was confirmed that the loop on the red attachment had failed at the stitching. No injuries were reported as a consequence of the event - "no patient involved. Problem discovered by inspection before use." Ref # MFR 3007420694-2014-00060.